Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2010 and the patient's cause of death was confirmed to be documented as infantile cerebral palsy (unspecified), pneumonitis due to food and vomit, and other and unspecified convulsions. A sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that the death met criteria for classification of potential sudep. There is no allegation or other information indicating that the death is related to vns.

Event description:
The cause of death was listed as infantile cerebral palsy, pneumonitis due to food and vomit, unspecified convulsion. No additional relevant information has been received to date.

Event description:
It was reported that the vns patient passed away. The cause of death is unknown. The relationship of the vns to the cause of death is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.